Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') and device breakage ('when essure is removal, it was extracted leaving remains of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), complication of device removal ("when essure is removal, it was extracted leaving remains of essure") and malaise ("unspecified illness"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, device breakage, complication of device removal and malaise outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, malaise and medical device removal with essure. The reporter commented: the reporter states that when essure is removal, it was extracted leaving remains of product with the intention of cause fear and avoid that patient asked for extraction. Now, they have to bring with them a lot of drugs for all the illness. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of ptc. On 8-jul-2019: ha number received. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') and device breakage ('when essure is removal, it was extracted leaving remains of essure') in a female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), complication of device removal ("when essure is removal, it was extracted leaving remains of essure") and ill-defined disorder ("unspecified illness"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, device breakage, complication of device removal and ill-defined disorder outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, ill-defined disorder and medical device removal with essure. The reporter commented: the reporter states that when essure is removal, it was extracted leaving remains of product with the intention of cause fear and avoid that patient asked for extraction. Now, they have to bring with them a lot of drugs for all the illness. Further company follow-up with the consumer is not possible. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.